Event description:
It was reported to philips that the device gave a disconnected from power source message upon power up, however, the device is not unplugged from the power source. There was no reported patient involvement/adverse patient impact.